Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device provided inaccurate volume, it was overfeeding. Additional information was received from the customer stating that the rate was set to 54ml/hr. The actual volume delivered was 270ml completed in 3 hours. The feed was set to run for 5 hours. The patient was stable, no medical intervention was provided. The customer was using a nasogastric tube with similac total comfort formula.

Manufacturer narrative:
The service history was reviewed. The unit did undergo a repair in the past two years however it was not associated with the current reported condition stated as overfeeding. The condition was not confirmed. When assessing the unite, the following issues were detected/serviced: flash chip verification, battery replaced as it was out of date, power connection label damaged due to opening the unit. The overlay on the top unit was replaced as well as other worn pars such as the gearbox, encoder, us sensor, bracket. However, despite the worn parts, the device was functional during evaluation. The unit was tested based on accuracy test using 125ml. And the delivered rate was as expected. Water was used for this test and the unit is within tolerance specification.